Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Upon interrogating this s-ICD in preparation for magnetic resonance imaging (MRI), a battery depletion (bd) code appeared. A request was made to have data from this device analyzed. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Upon interrogating this s-ICD in preparation for magnetic resonance imaging (MRI), a battery depletion (bd) code appeared. A request was made to have data from this device analyzed. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received indicating data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported.